Event description:
The customer contacted baxter healthcare to report the following: in this occurrence, the bag broke near the injection site. The customer sealed the bag at this point, removed the part with the roller clamp, and then used the bag. The treatment was not affected and the patient received the entire product he was supposed to.

Manufacturer narrative:
(B) (4).